Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, and instructed the caller to continue using the pump and to contact them if the malfunction code reappears. The caller understood the instructions and acknowledged them.